Manufacturer narrative:
(B)(4).

Event description:
Information received from the (B)(6) clinical database.treatment of a right unruptured anterior cerebral artery sidewall aneurysm measuring 2mm x 1.5mm. It was reported that the patient underwent pipeline embolization treatment on (B)(6) 2012 and an MRI (magnetic resonance imaging) six months after the procedure showed a right recurrent artery of heubner infarction.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient.(B)(4).